Manufacturer narrative:
G4: 10jan2020, b4: 13jan2020. The service technician confirmed the issue was resolved by replacing the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11dec2019.

Event description:
The customer reported touchscreen not working. The device is pending evaluation. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.